Event description:
On (B)(6) 2013, it was reported that the physician's handheld was frozen at the interrogation successful screen. A hard reset was performed on the device, and the issue was resolved. No patients were involved or impacted by the frozen screen event. The event had not occurred previously. No other information was provided.